Event description:
Information received from the field does not address the patient's clinical status but notes that telemetry could not be established. An error message that "some parameters have unknown values" appeared. Once "continue" was pressed, dashes (---) were noted for several programmable parameters. An ECG showed pv tracking at about 75 ppm, but magnet appli- cation caused a drop in the rate to about 33 ppm. Measured data could not be obtained. The device was replaced.